Event description:
Customer reported a tandem mobi cartridge alarm and indicated that blood glucose levels exceeded 500 mg/dl, reaching over 600 mg/dl. Customer took corrective action by administering a correction bolus via the pump and did not require external assistance due to the elevated levels. Technical support confirmed the alarm and decided to replace the pump. Customer will continue to use current pump for insulin delivery.